Manufacturer narrative:
Correction: section d9 - "yes" should have been selected instead of "no". The report of uncomfortable stimulation was not confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all tests on the automated test equipment (ate); during which no anomalous outputs were noted.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced stimulation in the wrong location, resulting in ineffective stim from the system since the new ipg was implanted. Surgical intervention may be pending to address the issue.